Event description:
Caller reported that a malfunction occurred on the pump, and as a result, the customer's blood glucose level exceeded 500 mg/dl, although the specific value was displayed as "high." No actions were taken by the customer to address the high blood glucose levels, and no assistance from a third party was required. The pump was included in a field correction, and cts was responsible for completing the necessary online form on behalf of the customer. Cts replaced the pump, advised the caller on backup therapy involving mdi, and ensured delivery of a replacement pump with updated software. The customer was instructed to place the faulty pump into storage mode prior to returning it and was provided guidance on the steps to take upon receiving the replacement.